Manufacturer narrative:
E1: initial reporter facility name- (B)(6) center- (B)(6) . H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: chemo leaked onto floor during infusion. Phaseal noted to be tight but tubing leaking at phaseal site. It is unclear if leak occurred from phaseal or hole in tubing directly above phaseal location.